Event description:
During service by baxter (B)(4), a colleague infusion pump was found to have a faulty channel b pumphead module, which had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.92.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty channel b pumphead module. To correct the condition, the pumphead module was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a faulty channel b pumphead module was confirmed during product evaluation. This condition was caused by a faulty pumphead module. The pumphead module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.